Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
On 6/20/2016 medical records received. Medical records reviewed for MDR reportability. Patient is a bilateral tha with information reviewed for both. Right hip information does not report components implanted or provide sticker/product sheet for components implanted and will not be reported at this time. If information is received that lists components used were depuy products, the right hip will be reported at that time. The left hip component stickers were received except for femoral stem information. Medical records reported persistent pain, dissociated acetabular bearing insert from shell, severe metallosis, necrosis of the femoral neck, bone erosion of top 1/3 acetabulum, large cavitary defect of acetabular rim secondary to erosion by unarticulated femoral head. Revision surgical note reported joint completely stained with metal debris, ceramic head burnised and stained with metal debris, femoral head had completely eroded through full-thickness of acetabular cup and then eroded into the acetabular bone, large cavitary defect and the acetabular cup had a medial position. The complaint was updated on: jun 27, 2016

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative:  added: h6 (device).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Product / lot information for the femoral stem is not known. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.